Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator screen was freezing and causing the medication station to freeze when the door was closed. A field service engineer (fse) identified that the helmer refrigerator display screen was turning off and rebooting whenever access was attempted. The fse replaced the helmer display screen and performed repeated testing by opening and closing the door multiple times, confirming that the display remained stable and operated consistently. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator screen froze and caused the pyxis system to freeze when the door was closed. When gently closed, the issue did not occur; however, normal closure resulted in the screen turning black and resetting. However, there were no delays or adverse events or injuries reported based on this event.